Event description:
It was reported that atrial noise had resulted in an inhibition of pacing. The noise was reproducible through pocket manipulation. The physician opened the pocket, disconnected the atrial lead from the device, cleaned the connector, and reinserted the lead. No noise was observed upon reinsertion of the lead and the procedure was completed successfully. The patient's condition was noted to be good.